Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeled off. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Guidewire analysis revealed a bent at proximal to its distal end and at 2.0cm from its proximal end. Visual examination of the guidewire revealed unknown fibers that were loose and some stuck on to the nitinol. The polytetrafluoroethylene (ptfe) coating was scraped off at 41.0cm from it proximal tip. The torque device was situated where the coating scrapped off. It appeared that the torque device had been dragged down the guidewire. All guidewire measurements were found within specifications. The guidewire bents and unknown fibers founds on the nitinol likely occurred during re-packing and/or shipping to the manufacturer as these were not reported. In addition, the fibers observed were loose and stuck, but not embedded in the nitinol. The observed scraped ptfe coating is believed to have occurred from an insecurely tightened torque device. The device directions for use (dfu) cautions to: securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of the ptfe). It is likely that the observed damage of the ptfe coating is user related. Therefore, a root cause of use/user error has been assigned to this investigation.